Event description:
Telemetry monitor showed ventricular tachycardia. When pt was attached to defibrillator rhythm showed normal sinus rhythm. Telemetry monitor continued to show ventricular tachycardia. Telemetry monitor, leads, and pads were changed and rhythm then showed normal sinus rhythm.